Manufacturer narrative:
A correlation between the device and the reported hemorrhagic stroke and gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI)# (B)(4). Approximate age of device - 1 year, 2 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted (B)(6) 2016 due to dark stools. The inr on admission was 2.8 with a goal of 1.5 to 2 due to a history of a previously unreported hemorrhagic stroke. The patient's hemoglobin was 7.8 g/dl. A small arteriovenous malformation was found in the duodenum and was embolized and ablated during hospital stay. No blood products were given. It was reported that there were no lvad issues, parameter changes, or alarms. The patient was discharged on (B)(6) 2016.